Manufacturer narrative:
One medfusion¿ medfusion® 3500 syringe infusion pump was returned for analysis with a cracked top and bottom case. Testing was able to replicate the motor rate error. The failure mode was worn drive train parts. The root cause of the failure mode is unknown.

Manufacturer narrative:
Smiths medical received one medfusion® 3500 syringe pump for analysis. Visual inspection revealed that the left and right plunger case was cracked. The event history log was unable to be downloaded due to the constant super cap alarm. The battery was charged and a power up test was performed, duplicating the complaint of motor rate error / super cap post alarm. Inability to test for motor rate error due to the super cap alarm. The super cap was not working as intended with a black panasonic super cap noted. The main board of the pump was replaced and occlusion test ran but could not duplicate motor rate error. Based on the evidence, an inoperable super cap component was noted.

Event description:
It was reported that a medfusion® 3500 syringe pump experienced a motor rate error. No injury was reported.

Event description:
It was additionally reported that there was no patient harm as the device failure did not occur during patient use.